Manufacturer narrative:
Submit date: 11/03/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer states that the pump did not alarm when the clamp was closed on the extension set. The pump did not deliver the set amount of feed but the pump recorded that the feed was delivered and alarmed that the feed was completed. An internal feed was recommended to the patient could receive nutrition.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the pump did not alarm when the clamp was closed on the extension set. The pump did not deliver the set amount of feed but the pump recorded that the feed was delivered and alarmed that the feed was completed. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective and preventative action has been opened to address this issue. A review of the device history record shows that this unit was manufactured in 2013 and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 03/15/2017. An evaluation of the kangaroo joey pump was performed for the reported condition of, ¿the customer states that the pump did not alarm when the clamp was closed on the extension set. The pump did not deliver the set amount of feed, but the pump recorded that the feed was delivered and alarmed that the feed was completed. An internal feed was recommended to the patient could receive nutrition.¿ to date, the unit has not been received for evaluation. Without the unit, a detailed investigation could not be performed and the reported condition could not be confirmed. This complaint file shall be closed as unconfirmed at this time. If the unit is returned, the complaint shall be re-opened. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment.